Event description:
Reportedly, this valve was explanted at implant due to substantial regurgitation seen on echo when off pump. Valve was noted to have a creased leaflet which caused it to not coapt properly per the surgeon. It was replaced with a mechanical valve. No further info available.